Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) - the dentist reported that, almost 2 months after two dental implants were installed in intraoral regions #25 and #27, their non- osseointegration was observed. Thirty-five (35) ncm of primary stability was achieved and the implant was installed without immediately load. The patient presented bone type iii.